Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not proceed with revision surgery. The recipient remains implanted and continues use of the device. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI number: na.

Event description:
The patient is reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery will be scheduled.